Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. As part of our manufacturing processes all units are 100% visually inspected for any possible damages and are packaged appropriately in order to protect the device from external damage during shipment. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon burst occurred. The 99% stenosed, calcified lesion was located in the moderately tortuous mid right coronary artery (rca). The physician attempted to inflate the lesion using an apex monorail 2.5x12mm and after the first inflation at 15atm, the balloon burst. The procedure was completed with a non bsc product. Patient status after procedure is "no problem". This product is only ous approved, but is similar to a marketed us device.